Manufacturer narrative:
This report is submitted on february 06, 2019. (B)(4).

Event description:
It was reported that the patient experienced infection at implant site and subsequently was treated with topical antibiotics (date and duration not reported).